Event description:
It was reported that a user experienced an ¿unable to proceed¿ message during the fill tubing step while setting up the ilet, consistent with a flow restriction during priming; after changing the infusion set to a new inset 6 mm, 23 inch set, drops were observed and setup proceeded. Symptoms included no change in blood glucose. Outcomes included shipment of replacement supplies. Investigation included customer service troubleshooting and confirmation that replacing the infusion set resolved the issue. Investigation of this case revealed a transient occlusion or blockage in the infusion set during tubing fill that was corrected by infusion set replacement, indicating a set-related flow issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was infusion set obstruction during priming.

Manufacturer narrative:
Initial